Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch fast take meter would not power on. The medical affairs specialist mailed a letter on eight days later, since the user could not be reached by telephone for further clarification; therefore, this complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter issue began on three days prior to original date, at approximately 2:00 pm. After the reported issue, the patient reported feeling clammy, shaky, and "not well". The patient was tested on another device and obtained a result of 439 mg/dl. She had continued to take her set amount of her 70/30 insulin, 50 units in the morning and 45 in the evening. The issue was not resolved with troubleshooting with the cca. The meter was replaced. It would have been helpful to know: if she would have adjusted her insulin if the meter results were too high/low, the date/time that the symptoms began, any treatment for the metr result of 439 mg/dl, and her testing frequency. This complaint is reported, as the issue was not resolved and the patient claimed that she developed symptoms that suggest she may have been hypoglycemic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.